Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced "channel b will not manually reset." It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with "channel b will not manually reset" was confirmed and reproduced by a baxter service technician during product evaluation. The condition was caused by the pmu (pumphead module) not being seated properly. The pmu (pumphead module) was relocated to correct the reported condition. Additional information: this involved a colleague version 1.7 infusion pump with a user interface module master software version 7.01.00. A device history review was performed with no exceptions during manufacturing found. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump.